Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the high speed spinner, reagent probe, seals and the water probe. The cse ran cv checks. No flyers were detected. Siemens has requested the instrument files for review. The cause of the discordant, falsely elevated hcg result is unknown. The instrument is operating within manufacturing specifications. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated human chorionic gonadotropon (hcg) result was obainted on a patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely eleveated hcg result.

Manufacturer narrative:
Siemens filed the initial MDR on 03-oct-2018. Additional information (19-oct-2018): the siemens customer service engineer (cse) replaced the high speed spinner, the tube lifter assembly, the reagent probe, diluter seals and the water probe. The sample and reagent probe heights were recalibrated above the bead. The cse verified the assay precision after the service intervention and reported assay performance improvement. The instrument files were not provided by the customer and based on the available information, the cause of the discordant, falsely elevated hcg result is unknown. Conclusion code was updated. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.